Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was a case of twiddler¿s syndrome pulling the lead to where it was barely attached at all. The atrial lead exhibited high impedance. All other parameters were normal. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.